Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08209. It was reported the patient is experiencing ineffective stimulation from her scs system was well as painful stimulation in her back. The patient reportedly had a hard fall recently. An sjm representative met with the patient for reprogramming but was unable to achieve effective stimulation coverage. The patient is going to have x-rays taken and will meet with her physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.